Event description:
The customer stated that she performed normal control test and received 2 results of "lo." The normal control range is 86-115 mg/dl. The contact did not allege any adverse events. Troubleshooting showed the system to be operating as designed, so no product will be returned at this time.